Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12140. It was reported that the patient presented in clinic for a follow-up with complaints of syncope. Interrogation revealed that the right ventricular lead exhibited high capture thresholds. Loss of capture was also noted, but it is unknown if this was due to the right ventricular lead or the pacemaker. The lead and pacemaker were explanted and replaced. The patient was stable.